Event description:
Customer reported an incident of hypoglycemia requiring hospitalization within 24 hours of attempting and being unable to use the advantage/voicemate system due to no power. The device power issue was resolved through troubleshooting with manufacturer's product support agent. A request was made for the return of the system and a replacement was sent.